Manufacturer narrative:
Analysis of the catheter revealed the sc connector was damaged at explant. No significant anomaly was found.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179012004, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n131813, implanted: (B)(6) 2008, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted due to an intrathecal blockage of medication causing a loss of effect. A dye study was performed which confirmed a cerebral spinal fluid blockage of dye. There was no patient injury and the patient recovered without sequela. This device system delivered gablofen. The pump and catheter were returned for analysis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.